Event description:
It was reported that when using the bd pyxis¿ es server, the customer had scheduled a critical override for (B)(6) from 11:00 pm to 6:00 am on (B)(6); however, the devices went into critical override on (B)(6), and the critical override did not occur at the scheduled time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) determined that the scheduled critical override was not running as expected and aligned the behavior with the referenced knowledge articles. A tss consult was created to confirm the issue in med es v1.4.x, with clarification that it was addressed in v1.5. The tss confirmed the issue was related to scheduled critical overrides spanning midnight. The tss advised the customer to create two separate schedules when timings overlap midnight, and the customer acknowledged. The system functioned as intended after technical support specialist troubleshot the device.